Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The healthcare provider (hcp) indicated via email, ¿patient went to emergency department on (B)(6) 2026 for hypoglycemia, was d/c and admitted on (B)(6) 2026 for 3 days following hypoglycemic seizure.¿ no information was provided about the ER visit on (B)(6) 2026, and no inaccuracy was reported at this time. No treatment details were provided. The hcp then stated, ¿it appears per the cgm, her dexcom was reading 348 but when she got to the ed her blood sugar was in the 50's.¿ this is presumed to mean the dexcom cgm was reading 348 mg/dl on (B)(6) 2026 but the bg fs values at the ER were in the 50¿s mg/dl. No other symptoms, bg fs or cgm values were specified. No treatment details were provided. Three days later after her bg stabilized, she was discharged. The patient had a follow up appointment with her hcp after discharge. Additional information was requested, however the patient declined to provide additional details on 05/01/2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.